Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).